Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter tilt and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately eight years eight months post vena cava filter deployment a CT scan showed the filter tilted and perforated. There were no reported attempts to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
H10:manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and seven months post filter deployment, computed tomography (CT) revealed that inferior vena cava filter in place with the tip at the level of the l2 vertebral body. Filter slightly tilted anteriorly with the tip of the filter extending beyond the anterior margin of the wall of the inferior vena cava which might indicate perforation. The degree of perforation extended no more than 2 mm. There were multiple struts which extended well beyond the wall of the inferior vena cava posteriorly. At least three struts perforate the posterior wall. The left posterior most strut extended 2.2 cm beyond the wall. Right posterior most struts extended approximately 1.2 cm beyond the wall. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eight years and eight months post filter deployment a computed tomography(CT) scan revealed that the filter tilted and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.